Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least ten applications were performed with balloon catheter 2af284, with lot number 70924 without any issues or system notices on the date of the event. The physical product was not returned for investigation and there was no indication of a product malfunction. The reported ¿phrenic nerve injury¿ issue cannot be confirmed through data analysis. This is a clinical issue (phrenic nerve palsy) encountered during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the phrenic nerve capture was lost, and phrenic nerve palsy occurred. The balloon catheter was repositioned, and ablation was then stopped. Capture of the phrenic nerve was attempted, with no avail. The procedure was aborted, and the patient was under general anesthesia. It was noted that the patient was extubated without any issue, and was awaiting to see if the phrenic nerve function recovers. No further patient complications have been reported as a result of this event.